Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked up in the middle of a procedure. There is no report of pt injury.